Event description:
Customer reported an unexpected negative screen on the echo, on a patient who had a newly detected anti-k in manual capture. No transfusion reactions were reported as a result of this negative reaction.

Manufacturer narrative:
A service call was made. A new camera was installed. Samples were run with a measured 1+ reaction, and instrument results remained the same reported as equivocal.